Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was getting their device replaced on (B)(4) 2017.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are product ID: 3889-28, lot# va12m57, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient was in clinic day of the report due to seeing a doctor icon screen recently. The ins was checked with the 8840 and all programming was gone and stim was off. Moreover, patient mentioned that they got shocked every time they go into (B)(6). Manufacturer representative (rep) reported that all or most of the impedances the day of the report were >4k. Nurse working with the patient did increase the amplitude and pw parameters twice while conducting impedance but this didn't resolve high impedance. Of note, one pair of the impedance measurements were normal range. It was recommended that patient shut off stimulation before going through security gates which may diminish the shocking. Additional information was received later the day of the report, rep reported that patient's icon was showing low ins battery however nurse was unable to run longevity check and unable to run therapy impedances. More information was received 2017-sept-11 with rep noting that when patient left office, all impedances were still >4k but that patient was reprogrammed and feeling stimulation appropriately however the day after, patient felt stimulation go away and checked the patient programmer and got another por message. More information came in on 2017-sept-18, patient reported that they will be having their device fixed in november. About three weeks ago, they tried turning stimulation up and a picture of a doctor came up on the remote so they went to the doctors since it wasn't working. Patient got help getting the device going but only lasted one day. Patient stated that the device and lead came unplugged and quit working so a new lead would be put in sometime in november. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va12m57 implanted: (B)(6)2016 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 27th reported the cause of the power on reset (por) was the hcp suspected the implantable neurostimulator (ins) life had expired. The rep stated the ins and leads were removed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 27th reported the patient had an increased in urinary frequency. The hcp stated the patient¿s device was not working, the implantable neurostimulator (ins) had no battery life. It was noted the lead were scheduled for a revision. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had a revision on friday ((B)(6) 2017).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 37601 serial # (B)(4) showed no significant anomalies and that the device was at normal end-of-life (eol). Based on additional review of the event, the previously reported device code of (B)(4) no longer applies to the event. Code (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's interstim was acting up and they were seeing the doctor and a phone. When synced, patient reported a power on reset (por). Prior to this, patient was doing well and had not checked in a while but then their bladder started acting up and started feeling bad. They wanted to change their program but couldn't when they checked their patient programmer the day before the report. Patient mentioned they had emi exposure about five months ago when they had back surgery unrelated to the device and therapy. Patient also reported that they have not liked this one as much as their first one. No further complications were reported. [Please refer to (B)(4) for event pertaining to program issue and shock when walking thru security gates].